Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 55 mg/dl; cause was not known. Due to being sick, customer could not consume food to address low bg. Customer was admitted to the hospital and was able to consume food to address low bg. Customer's bg elevated to 287 mg/dl. Clinical diabetes educator educated customer on how to use the temporary basal feature to address bg. Reportedly, customer discussed pump settings and pump therapy with a healthcare provider.